Event description:
X-rays are not available for return to the manufacturer for review.

Manufacturer narrative:
Device failure is suspected due to low impedance, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: new information was received indicating an earlier event date than first known. Device manufacturing records were reviewed. Review of manufacturing records confirmed lead passed all functional tests prior to distribution.

Event description:
On (B)(4) 2013 information was received from the reporter that a low impedance alert had been observed for the patient on that date. A photograph of the handheld computer screen was received, displaying that impedance was measured to be below 600 ohms during a systems diagnostics test. The generator was not programmed to 0 ma following the observation of low lead impedance. No x-rays were taken of the patient. Patient manipulation or trauma that is believed to have caused or contributed to the event did not occur. Lead impedance was indicated as ok during a recent generator replacement surgery occurring on (B)(6) 2013. The patient is tentatively scheduled for an evaluation with the implanting surgeon. Attempts for additional information are ongoing.

Event description:
It was reported that the physician is considering programming the device off and see how the patient does in terms of seizures and then proceed with surgery if the seizures increase. X-rays are expected to be sent to manufacturer for review; however, they have not been received to date.

Event description:
Further follow-up revealed that the low impedance was first observed immediately following the generator replacement surgery on (B)(6) 2013. It was reported that x-rays have been taken and will be reviewed by the surgeon prior to evaluating the patient. Surgery is likely; however, has not occurred to date.

Event description:
It was reported that the patient had generator and lead replacement surgery. The explanted devices were discarded.

Event description:
Clinic notes were received for the vns patient¿s consultation with the surgeon regarding possible generator and/or lead replacement. The notes indicate that the primary and secondary diagnoses are seizure disorder and malfunction of seizure device, respectively, and suggest that surgery is likely.